Event description:
It was reported that a chest x-ray confirmed that the atrial lead was dislodged. Lead reposition procedure would be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.